Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was an issue with low draw. The following information was provided by the initial reporter, translated from chinese to english: during use this batch, the customer found many tubes have no draw issue .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was an issue with low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, the customer found many tubes have no draw issue.